Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed different unexpected alarms, makes a high pitched noise as if the pump was stuck. The customer's blood glucose reading was 225 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected alarms or battery related alarms were noted during testing. The pump was received with normal operating currents. Also, the pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test mini link and the glucose sensor simulator. The meter bg now feature worked properly and no anomaly was noted. Also, no audio/beep anomaly was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.